Event description:
It was reported that t:slim x2 pump battery would not charge, and pump history showed power source alert 07 even though caller was using tandem charging cable, tandem wall adapter, and confirmed working wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer had not previously tried extended charging, so technical support instructed caller to plug wall adapter into known working outlet and leave pump connected for at least 30 consecutive minutes to see if charging would begin. The issue resolved.